Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, the date the patient had a revision procedure due to symptoms. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during an anterior colporrhaphy, vaginal enterocele repair, uterosacral ligament plication, bilateral sacrospinous ligament fixation, lynx sling placement, and cystoscopy procedure performed on (B)(6) 2018. The patient had grade 3 cystocele, enterocele, cuff prolapse, and stress urinary incontinence secondary to hypermobility of the urethra. On (B)(6) 2019, the patient developed voiding dysfunction, and her urodynamic study revealed an obstructive pattern. Intraoperative findings showed that the mid-urethral sling was tight. Sharp dissection was used to dissect the peri-urethral fascia from the vaginal epithelium from the bladder neck to just proximal to its meatus bilaterally to the inferior pubic rami. The sling was then palpated to be tight at the mid-urethra. It was carefully circumferentially dissected off the mid urethra, cut in the middle, and then dissected as it inserted into the obturator internus muscle bilaterally. There, it was cut and sent for pathological analysis. The urethra was inspected and noted to be intact. Copious antibiotic irrigation was done. The vaginal epithelium was then closed using 2.0 vicryl in a running fashion. A vaginal packing and foley catheter were left in place. The patient tolerated the procedure well and was returned to the recovery room in good condition.